Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump had a button error. Customer stated when they scroll down and try to clear the alarm by pressing esc and act nothing happens. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.